Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was implanted too deeply in the patient's brain which caused irreversible brain damage. No further information was available.